Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b005802n10, implanted: (B)(6)2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of dilaudid (unknown dose and concentration) in an implantable infusion pump for non-malignant pain and other malignant pain. The incision broke open. The patient experienced adhesions, infection, and cellulitis. The pump reportedly "fell out" and was removed. The issue occurred in (B)(6) 2004.